Manufacturer narrative:
The user facility is currently evaluating whether or not the patient's injury was related to the device. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, while attempting to implant a hero graft, the surgeon began with ultrasound and stick into a lower right jugular and then advanced a glidewire and sequential dilators. He advanced a 20f short peel-away sheath with some slight resistance, but nothing "unusually difficult". He then advanced the venous outflow component (voc) with a long stylet via right ij, but encountered resistance 1 inch from atrium. He advanced the 20f long and still had resistance. By contrast, it did not flow per the surgeon's liking. An ir was called in and it looked as though the voc was possibly in the pericardium. The ir then did angioplasty then voc tracked into atrium. The ir believed the voc to be in the pericardium; he aspirated some of the fluid and contrast fluid. The patient's blood pressure was unstable at points but then it would normalize. The ir performed a pericardial centisis to extract fluid. A cardiologist was called in to do tte. However, he decided that the patient was stable, was not tamponade as far as he could tell, and recommended to medicate and observe patient in ICU until a cardiac surgeon could take a look and possibly decideif surgery was necessary. A cardiac surgeon was called to do a possible operation to fix the situation, but he did not arrive before patient was sent to the ICU.

Manufacturer narrative:
The user facility has indicated that they do not believe the event was related to the device. The hospital believes the event was related to the patient's underlying co-morbidities. As such, the hospital would not provide cryolife with additional information or release the patient's medical records. It is unlikely that the venous outflow component (voc) ruptured the vessel. The voc has a 6.3 mm outer diameter; a hole large enough to accommodate the voc would potentially have led to a large amount of blood entering the pericardium, and the patient would likely have experienced symptoms of cardiac tamponade requiring emergency open heart surgery to repair the hole left by the voc. However, symptoms of a significant pericardial tamponade were not present, and it was recommended that the patient be medicated, observed, and followed up with a cardiac surgeon consult. The device history records were reviewed and it was confirmed that all records were controlled, available for review, and met all physical, functional, and chemical specifications. Based on the available information, cryolife concurs with the hospital's conclusion that the event was not related to the device. However, a possible reason for the pericardial effusion is that a wire punctured a vessel, supported by the report that contrast fluid was removed from the patient's pericardial sack. It is expected that surgeons have endovascular skills (including wires) or have an interventional radiologist assist with that part of the procedure.